Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leaked. There was no report of patient impact. The following information was provided by the initial reporter: patient summoned rn to treatment by using call light. Patient said blood has backed up into tubing and she saw that the medication bag hanging was empty. Upon arrival to treatment bay, rn saw puddle of clear fluid on floor. Keytruda bag was empty and ns(normal saline) bag was running at tko(to keep open) rate. Rn stated that it appeared that there may have been leak from the filter on the tubing since the puddle was below where that part of the tubing was located at the time. There was no fluid on the patient and patient had not noticed the puddle on the floor. No alarms were triggered on the IV pump. Reference report: mw5115365.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the tubing had blood back up into it and had leakage possibly from the filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 22115017 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report # : mw5115365. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leaked. There was no report of patient impact. The following information was provided by the initial reporter: patient summoned rn to treatment by using call light. Patient said blood has backed up into tubing and she saw that the medication bag hanging was empty. Upon arrival to treatment bay, rn saw puddle of clear fluid on floor. Keytruda bag was empty and ns(normal saline) bag was running at tko(to keep open) rate. Rn stated that it appeared that there may have been leak from the filter on the tubing since the puddle was below where that part of the tubing was located at the time. There was no fluid on the patient and patient had not noticed the puddle on the floor. No alarms were triggered on the IV pump. Reference report: mw5115365.